Event description:
Male patient with clot mid and distal right femoral vein, gastro, and popliteal went to surgery for clot removal. Ultrasound guided right popliteal vein access. Ivc filter deployed. Venograms completed. Thrombectomy of the right popliteal vein and superficial femoral vein. Deployment of stent to superficial femoral vein. Upon removal of cleaner device, the silicone tip seemed to be embedded in the vessel wall. Snare used to remove, but firmly embedded and could not be removed. Stent used to nail the tip to the vessel wall. Medical decision to leave tip in place as removal more damaging than leaving in place with stent to disallow migration.